Event description:
A worker experienced h2o2 contact on his hands. The reporter did not provide the symptoms, location and resolution of the h2o2 contact. The status of the vaporizer plate, verification of load cycle completion, and other details pertinent to the case were not provided. The telephone number provided was incorrect, and attempts to trace the reporter by calling the facility were not successful.